Event description:
A ventilator returned to a manufacturer authorized service center for preventive maintenance (pm) failed to audibly alarm according to specifications during its initial pre pm service testing. The customer did not report any problems with the device when they made arrangements to return it for the pm service.

Event description:
The customer reported a system message displayed during set up. Eight cases were cancelled and rescheduled. No pt injury was reported.

Event description:
Facility reports that a patient fell out of a golvo mobile lift while being lifted up and transferred from a wheelchair to getty chair. She hit her head and was unconscious for 4-5 minutes and a code was called. Facility risk department did a root cause analysis and had several conclusions, but the main one is that the facility ID tag interfered with the sling strap attachment to the bar. The lift has been pulled from service pending inspection by distributor.

Event description:
The customer observed several occurrences of error code 1007 (unable to process test, activated read failure) generated from the architect i2000 analyzer using reaction vessel lot 71554p100. The customer observed the error message approximately 2 out of 450 tests for the hiv and hepatitis b surface antigen assays. The customer support center explained the error code will occur, as it shows the results that could not react well, and that the hiv and hbsag assays could be impacted if the relative light units are low. The customer was advised to contact abbott if the frequency increases. There was no impact to patient management.

Manufacturer narrative:
Concomitant medical products: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Architect i2000 analyzer, list # 8c89-01, (B)(4). In the initial medwatch submission for this complaint, the customer issue was associated with remedial action reporting number 1415939-2/27/09-003-r, and was subsequently unassigned from this remedial correction for an unknown lot of the suspect medical device. Another known lot of suspect reaction vessel was in use at the customer facility, therefore, this medwatch submission has been corrected from na to 1415939-2/27/09-003-r. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Architect analyzer, list # 8c89-01, (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
(B)(4). Upon further review, the investigation unit has evaluated this customer complaint and determined it is not associated with remedial action reporting number 1415939-2/27/09-003-r, therefore, is unassigned. This is the final report.